Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 for a low blood glucose (bg) level of 29 mg/dl. The customer was treated with intravenous fluid and glucose. Reportedly, the customer's healthcare provider changed the basal settings to also address bg level and the customer was released 4 hours later.